Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-07701. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted due to cystocele/rectocele repair, tubal ovum transfer, sacral colopexy . The patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, bleeding, recurrence, dyspareunia, neuromuscular problems and vaginal scarring. The patient experienced mesh extrusion and underwent mesh revision on (B)(6) 2008 and on (B)(6) 2012, the patient underwent mesh revision due to exposed mesh. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui and pop. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, recurrence, bleeding, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that the patient underwent mesh revision on (B)(6) 2008 due to mesh extrusion. (B)(4).

Manufacturer narrative:
Resubmission with the correct file number. It was reported that patient underwent scar revision of abdominal wall, specifically mons pubic area, and anterior left thigh on (B)(6) 2008 by (B)(6) at (B)(6) hospital due to unacceptable scars of the abdomen.

Event description:
It was reported that patient underwent scar revision of abdominal wall, specifically mons pubic area, and anterior left thigh on (B)(6) 2008 by (B)(6) at (B)(6) hospital due to unacceptable scars of the abdomen.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2006. It was reported that the patient underwent mesh revision/removal on (B)(6) 2012 due to pelvic pain and exposure of mesh. No additional information was provided.